Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient called to asked for a replacement for her sensor and transmitter as she has been in the emergency room and sensor and transmitter had been taken off. The cgm reading was in low values (no value reported) but the patient was feeling hyperglycemic. The patient was unable to take a bg reading so she went to the emergency department (ed). While driving to the ed the patient experienced vomits and she did she pull over and vomited. She called her parents and they met her 3 hours ways where she was and her parents took her to the hospital. There they treated the patient with IV fluids and insulin, there were no cgm nor bg values reported. She was diagnosed with dka. The patient couldn´t remember readings but as per her there was 50 points difference. The patient was discharged on the (B)(6) 2024 and she was fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 50 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.